Event description:
Procedure: gastrectomy. Reportedly, after coagulating, the jaws stuck to the tissue. The surgeon removed it with a forceps. Blood loss occurred but the surgeon treated the tissue. After that, the ligasure atlas could be used properly for a while, but then the same problem occurred so another one was used.